Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating the reported issue occurred on oct 28, 2022, during an unknown procedure, and the intended procedure was completed with a similar device. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, it was confirmed that an image was not displayed, and color bar was displayed because the video connector was not secured due to the faulty lock release lever of the video connector socket, resulting in connection failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the visera elite video system center had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the video connector lock was defective, and battery consumption issue was noted. It was also noted, visual examination found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.